Event description:
Lens implanted on 8/5/96. Physician reported that at one day post-op lens appeared brown, pt's visual acuity 20/80. On 8/15, va was 20/200 and iol continued to appear brown. Iol removed and replaced on 8/19/96, pt's prognosis excellent.